Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to passion sensor had come loose from latch a field service engineer powered down the station and removed the drawer jam from cubie pocket to resolve. Preventative maintenance was performed on the device. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer unrecoverable. The customer stated that they were not able to remove any medication during this time and there was no delay to the patient's workflow. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1,d4,e3,h6, and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined by the field service engineer that the position sensor had become loosened from the latch. The field service engineer reseated the position sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer unrecoverable. The customer stated that they were not able to remove any medication during this time and there was no delay to the patient's workflow. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.